Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound even though the sensor was reading "too low" and he experienced sweating and a loss of consciousness. Emergency doctor was called and upon their arrival, capillary readings of 43 mg/dl and 37 mg/dl were obtained on the hcp meter compared to sensor reading of 52 mg/dl. Customer was treated with glucose via IV and a subsequent reading of 112 mg/dl was obtained on the hcp meter compared to 52 mg/dl on the sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on an extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound even though the sensor was reading "too low" and he experienced sweating and a loss of consciousness. Emergency doctor was called and upon their arrival, capillary readings of 43 mg/dl and 37 mg/dl were obtained on the hcp meter compared to sensor reading of 52 mg/dl. Customer was treated with glucose via IV and a subsequent reading of 112 mg/dl was obtained on the hcp meter compared to 52 mg/dl on the sensor. There was no report of death or permanent injury associated with this event.